Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer¿s international service technician confirmed the reported problem. The manufacturer¿s international service technician replaced the cpu board, motor control board, power management board and power switch overlay to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Unable to replicate reported failure on any single board, or on all submitted components combined. Multiple cycle testing and overnight testing was unable to replicate alarms or failures. Drpt confirmed instances of failures at customer site however, cycle testing and power on testing did not reveal any anomalies of submitted components. No fault found therefore no root cause can be determined.

Event description:
The customer reported that a "check vent: backup alarm failed" and a "check vent: auxiliary alarm supply failed" alarm occurred. The customer reported that there was no patient involvement.